Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using a pod packing coil (packing coil) and non-penumbra microcatheter. During the procedure, the physician successfully implanted the first coil into the target vessel using the microcatheter. While advancing a packing coil into the target vessel, the coil unintentionally detached with approximately two thirds of the coil being outside the microcatheter. The physician then used the packing coil¿s pusher assembly and a saline injection to successfully push the detached packing coil into the target vessel. The physician decided not to place additional coils and ended the procedure at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pod packing coil was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.